Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of hospitalization was 435 mg/dl. The customer was admitted to the hospital. The customer cause of hospitalization was chest pain. The customer was released (B)(6) 2016. The customer was wearing the pump at the time of hospitalization. Customer declined to troubleshoot as health care provider feels it was an unexplained virus and that nothing is wrong with his pump and pump is what caused high blood glucose to come down.